Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose and loss of consciousness on unknown date. Blood glucose reading was 1200 mg/dl. The customer stated they had bruise and infection. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided with this report.

Event description:
The customer had an infection which may have caused ketoacidosis, but it was not due to the pump per MDR number 2032227-2020-188588.